Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was exhibiting premature battery depletion. Subsequently, the patient underwent a replacement procedure, and this device was explanted and replaced. Besides the surgical intervention that was performed, there were no other adverse patient effects reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was exhibiting premature battery depletion. Subsequently, the patient underwent a replacement procedure, and this device was explanted and replaced. Besides the surgical intervention that was performed, there were no other adverse patient effects reported.